Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery at l4 & l5 due to spondylolisthesis and stenosis. Intra-op, intra-op, the extravasation of cement took place at level l4. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: cx01b, 510k #k102397 and UDI #: (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Device deficiency description: non- symptomatic cement extravasation at right side of level l4 during surgery. Product came into contact with patient and was used accordingly to IFU/labelling. - fenestrated screw cement; in-use; - right screw - cement volume used in cc: 1.5 - no action taken.